Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive architect total b-hcg result for a 45-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6), initial result was 10531.86, repeat result, under sample ID (B)(6), was <1.2 miu/ml there was no impact to patient management reported.